Manufacturer narrative:
E3: occupation: supply. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a left heart catheterization (lhc), at the end of the procedure the angio-seal was opened and prepared for deployment. Correct steps were taken to ensure correct deployment - during the withdrawal to set the footplate against the arteriotomy, the footplate did not catch, and the device was completely withdrawn from the artery. Hemostasis was achieved through holding pressure and the procedure was completed. The estimated blood loss was less than 250cc's. The reported event did not result in patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 15dec2023: the procedure sheath size used was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the additional information in sections d4 and h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).